Event description:
Subject: (B)(6) shoulder ID study. Scapular fracture - acromial. Pt began experiencing severe left shoulder pain starting around (B)(6) 2025. CT completed on (B)(6) 2025 showed minimally displaced fracture of the acromion.

Manufacturer narrative:
The reported event could be confirmed, since CT-scans images were provided. A device inspection was not possible since the affected device was not returned. Since CT-scans images were provided, the opinion of the medical expert was sought and stated as follows: the CT-scan shows a correct placement and seating of the study device in subject (B)(6). No issues with the humeral component either. The subject is a female patient with a relatively low body mass (bmi 18.8), altogether a risk factor for these types of scapular stress fractures. The complaints of scapular (stress-) fractures in rsa typically start several weeks/months after the surgery, as was the case in this subject. The CT-scans show the subtle undisplaced stress fracture indeed. Based on investigation, the root cause was attributed to a patient related factor. The CT-scan shows a correct placement and seating of the devices. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(6). Shoulder ID study. Scapular fracture - acromial. Pt began experiencing severe left shoulder pain starting around (B)(6) 2025. CT completed on (B)(6) 2025 showed minimally displaced fracture of the acromion.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.